Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant, the helix was not able to be retract on the rv lead. It was noted before the lead placed on the patient body. The helix extended with 7 turns but was extracted with 20 turns and there was a bit of helix seen outside lead body. The physician elected to use a new lead. The patient was stable.